Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the eri (elective replacement indicator) battery voltage was confirmed. The device was fully functional. The device lasted 35% of its projected longevity. A battery filter capacitor was leaking excess current, which caused the battery to deplete ahead of projected longevity. Calculations based on programmed parameters when the device was received indicate that the device should have lasted approximately another 63 months.

Event description:
It was reported that the device reached elective replacement indicator after 3 years. The device was removed and replaced. No patient complications were reported as a result of this event.